Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead was showing through the skin opening on the patients back. The patient underwent an explant procedure.